Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have inspected the device and not been able to reproduce the malfunction. The customer reported to have replaced the exhalation valve. The unit passed all tests. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).